Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the patient developed subclavian vein thrombosis, and a hematoma at the site of the pulse generator. The patient was treated with medication, and no further adverse patient effects were reported.